Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system visited the hospital with a fever. An infection was suspected and the system was explanted. A new system was implanted on the opposite side. No additional adverse patient effects were reported.